Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device manufacture date was unknown serial number is unknown. UDI: (B)(4).

Event description:
It was reported by the sales rep in japan that during an unknown surgical procedure with philos performed. On (B)(6) 2024 the dynacord blue w/mo-7 ndl 12pk device was applied to the rotator cuff, the needle part was pulled forcefully. However, the needle came off from the suture, and the needle left in the body temporary. The image was used immediately, and it was also visible. The needle was removed. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.